Event description:
It was reported by the customer that they had been hospitalized for low blood glucose levels on (B)(6) 2014. Customer's wife awoke during the night and found the customer unconscious in bed. Paramedics were called to the residence and treated them with manual insulin injections. Customer's blood glucose level was 42 mg/dl at time of treatment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.